Event description:
The account alleged when they run the head of the bed up, it will intermittently run down unintentionally. He has replaced the motor board and the capacitor but the issue remains.

Manufacturer narrative:
Repairs have not been completed.